Manufacturer narrative:
Concomitant medical products: product ID: 3487a, lot# l76425, implanted: (B)(6) 2001, product type: lead. Product ID: 3888-28 lot# l44792a, implanted: (B)(6)1997, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1997, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger product ID: 37743, serial# (B)(4) product type: programmer, patient. (B)(4).

Event description:
It was reported the patient¿s leads ¿failed¿ about 1 year ago. It was stated the patient was ¿having such problems with the thing¿ and the system would start to work then ¿jerk on and off.¿ it was noted that it would start and stop until the patient turned it off completely. It was noted the patient had rsd and the device therapy helped with their symptoms.

Event description:
Additional information reported the patient still had concerns with her device or therapy and had not sought further help at the time of follow-up. It was further reported the "wires around the patient's back quit working." The patient reported her "device had malfunctioned" and that she "could not use it anymore." It was stated the leads remained in patient and were "15 plus years old." It was noted her batteries were new. The patient reported she had "no doctor to fix it" and that she had "rsd/crps" and she needed the device to work.